Manufacturer narrative:
(B)(4). Additional information has been requested and received from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. The subject device has not been returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that the jar seal of a 27 mm 7300tfx pericardial mitral valve was found to be broken prior to a valve replacement procedure. The device did not make contact with any patient and another valve was used in its place without any reported issues.

Manufacturer narrative:
Through investigation, it was identified that the valve was inadvertently opened. The customer confirmed that there was no compromise of the seal. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of health, or death. Therefore, no further actions are required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received from the customer indicated that the valve was opened in error and there was no compromise of the seal.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.